Manufacturer narrative:
Additional information: h6 - codes updated. Investigation result as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and preventive measures: on the basis of the current information a clear conclusion regarding primary and secondary infections cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved components: (B)(4) - as femur extens.stem 6° d15x157 cemented - lot unknownn. (B)(4) - columbus rev femur spacer post.f5 15mm - lot unknownn. (B)(4) - columbus rev femur spacer distal f5 15mm - lot unknownn. (B)(4) - columbus rev f tibia offset cemented t3 - lot unknownn. (B)(4) - tibia offset stem d12x92mm cemented - lot unknownn. (B)(4) - columbus rev f hc glid.surf.t3/3+ 10mm - lot unknownn. (B)(4) - patella 3-pegs p3 - lot unknownn.

Event description:
It was reported that there was an issue with nr015z - as columbus rev f femur cemented f5r. According to the complaint description, the patient needed a revision surgery after 2 years due to infections.the first surgery in the date of 08/13/2008 was with foreign implants after that a revision surgery with columbus implants was perfomed. Additional a re-revision surgery was performed with mutars system. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference 100032646(400592621). Involved components: nr295z - as femur extens.stem 6° d15x157 cemented - lot unknownn. Nr585k - columbus rev femur spacer post.f5 15mm - lot unknownn. Nr485k - columbus rev femur spacer distal f5 15mm - lot unknownn. Nr075k - columbus rev f tibia offset cemented t3 - lot unknownn. Nr194k - tibia offset stem d12x92mm cemented - lot unknownn. Nr630m - columbus rev f hc glid.surf.t3/3+ 10mm - lot unknownn. Nx043 - patella 3-pegs p3 - lot unknownn.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.